Manufacturer narrative:
Method: actual device not evaluated. Additional manufacturer narrative: host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. However, abnormal or severe pannus growth can eventually affect the function of the valve. In this case, the explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without return of the device, edwards is unable to conclusively determine the root cause for this event, or confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this 27mm bioprosthetic mitral heart valve was explanted after eight (8) years, eight (8) months due to severe prosthetic mitral valve stenosis with a valvular gradient = 14mmhg. Upon visualization, the leaflets were somewhat stiff but not to the degree of the preoperative gradient. However, when the valve was removed, it was clear that the subvalvular apparatus was overgrowing one of the posts in the commissures and therefore entrapping the leaflets; this most likely had the greatest contribution to the observed stenosis. This was removed and a 29mm pericardial valve was implanted. After tricuspid valve repair with a 28mm annuloplasty ring, the patient was removed from bypass and tee revealed a well seated mitral valve with no evidence of pvl and good motion of all leaflets. There were no reported complications and the patient was later discharged on pod #10.